Event description:
A distributor reported to us that the shape of the heater wire adaptor of the infant breathing circuit was different and could not be connected. This was discovered during their incoming good inspection. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected for heaterwire connector differences. Breathing circuits with heated inspiratory and expiratory tubes have different heaterwire plugs for the inspiratory and expiratory tubes. The returned inspiratory tube had the wrong heaterwire connector attached. A lot check revealed that this is the only complaint of this nature for the given lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. We are currently modifying the production process to address such complaints and to reduce or prevent recurrence of this problem. Our monitoring and trending of incorrect heaterwire plugs on breathing circuits has a rate of occurrence worldwide for the last year of 0.009%.